Event description:
Limited information was reported through legal, that a (B)(6) male patient underwent hernia repair surgery and was implanted with strattice lots sp100461-147 and sp100388-001 on (B)(6) 2016. On (B)(6) 2019 the patient had a repair of the recurrent ventral hernia with component separation and removal of previously placed mesh. This record is associated with lot sp100461-147 - record 1 of 2.

Manufacturer narrative:
Internal investigation into strattice lot sp100461 included a review of the reported information, review of the device history records and review of the complaint history records. The device was not returned to lifecell for evaluation. Investigation results revealed no remarkable findings with no similar complaints reported against the lot and no related deviations or nonconformances revealed during manufacturing. The lot was terminally sterilized within the process parameters and met all qc release criteria. To date, of the (B)(4) devices released to finished goods for lot sp100461, (B)(4) have been distributed and (B)(4) reported as implanted.